Event description:
External pacemaker sequestered to bio med. Per (B)(6) bio med technician, external pacemaker would not sync and the atrial sensitivity did not work. Per surgeon, "following surgery (patient) did have ventricular fibrillation for approximately 45 seconds requiring defibrillation, felt to be secondary to malfunctioning epicardial pacemaker which triggered r on t v-fib." Device failure occurred immediately after coronary artery bypass graft (CABG x2) surgery times two vessels in the cvicu. FDA safety report ID# (B)(4).